Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported multiple pump errors like pump error 30 (failure saving special value for normal mode done to flash (replace battery if low), pump error 38 (no motor movement or negligible movement), pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor) occurred twice and pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). The customer reported no adverse event. The event involved product(s) mmt-442a, mmt-342 and mmt-1715k. Troubleshooting was performed and customer received a pump error during load reservoir/fill tubing process. Customer was able to clear the error but customer did not items available to continue troubleshooting. Error table indicated that pump replacement was required. No harm requiring medical intervention was reported. Mmt-1715k was requested, and customer response was the device will be returned. The customer will discontinue the use of the device. No product return is required for mmt-442a. No product return is required for mmt-342.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. Unit passed the displacement test, prime/seating test, basic occlusion test, and force sensor test. Successfully downloaded firmware using crest application. The long history file download confirms pump error 130 on (B)(6) 2025 03:16:59:000 pm, pump error 38 (B)(6) 2025 00:23:52:000 pm, pump error 43 on (B)(6) 2025 03:09:39:000 pm and pump error 30 on (B)(6) 2025 00:22:15:000 pm due to moisture damage on force sensor. The pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. The following were noted during visual inspection fading serial number. Unit was confirmed for pump error 38, 43, 30 and pump error 130 alarm due to moisture damage. Unit received with critical pump error alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.